Event description:
Customer initially reports device not working properly. On (B)(6) 2014 doctor reports device is not gripping parallel, and is sliding around tooth where it is supposed to grip a root. Tooth broke off causing doctor the need to cut the tooth to remove it, extending the procedure beyond the norm. No harm to patient. Event took place in (B)(6), no detail available about age or gender of the patient.

Manufacturer narrative:
To date the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based on the reported info.